Event description:
It was reported that the drip chamber of a light sensitive drug set was cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Visual inspection on a retained sample noted that no crack was detected on the chamber. A gravity test was being performed at the laboratory where the methylene blue liquid was running through chamber correctly. Since the actual device was not available to be evaluated, the cause of the condition was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.